Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch and low impedance. The rv lead was reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.